Event description:
It was reported that 5 needle 25g 1-1/2in experienced poor perforation on packaging, and packaging tears while opening leaving paper shards in sterile field/room prior to use. The following information was provided by the initial reporter: 1/10 of the product has issues with perforations that don't work, it causes the wrapping to tear so the product isn't sterile. Customer considering changing to terumo if problem not solved. No lot number available or sample but will let me know next time it occurs.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number was invalid. Based on the quality team's investigation, the probable cause could be at the perforation station of the primary packaging machine, the production technician could have detected package overcut on a strip and adjusted the air pressure to try to balance the cutting pressure which unknowingly could have resulted package poor perforation at the other strip. Awareness of this incident along with training was provided to the manufacturing personnel. In addition, improvements to the perforation station were performed. H3 other text: see section h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 needle 25g 1-1/2in experienced poor perforation on packaging, and packaging tears while opening leaving paper shards in sterile field/room prior to use. The following information was provided by the initial reporter: 1/10 of the product has issues with perforations that don't work, it causes the wrapping to tear so the product isn't sterile. Customer considering changing to terumo if problem not solved. No lot number available or sample but will let me know next time it occurs.